Event description:
During a coronary drug eluting stenting treatment procedure, a stent embolization occurred. After predilating with a maverick balloon, the physician was attempting to stent a lesion in the mildly tortuous, moderately calcified proximal circumflex (cx) artery with a taxus express2 2.75x12mm drug eluting stent when it dislodged. The dislodgment occurred during the initial insertion of the device. The guidecath was flushed after the procedure but the stent was not found. The patient was not stented but was treated medically. The dislodged stent remains in the patient and could not be located. It was noted that they did not pull negative on the balloon prior to deployment. No patient complications occurred. Patient status is satisfactory.